Event description:
On 7th december 2023, rayner received notification from its distributor in the uae of an event that occurred during use of a rayone emv rao200e. The event description provided sttaes that there was a break in the edge of the iol and crack which was observed during lens unfolding necessitating explantation of the lens within the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during lens unfolding a break in the edge of the iol and a crack were noticed necessitating lens explantation. The rayone emv rao200e was explanted and exchanged without complication during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the foloowing as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. The additional information received identified that the healthcare professional removed the injector from the blister tray prior to inserting viscoelastic and closing the flaps. This is a deviation from the IFU and is likely the contributory/causative factor to the lens damage reported in this case. Our review of production records for the rayone emv rao200e batch 063217693 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e, batch 063217693.